Event description:
It was reported that this non-bsc atrial lead was dislodged due to lack of consistent capture. Physician removed the device and atrial lead was disconnected from the device. The screw was retracted and the lead was repositioned in atrium. The lead showed high thresholds and low sensing. The physician attempted multiple positions with some difficulty as the helix was unable to retract. As a result, the physician opted to remove this atrial lead and a new lead was successfully replaced. No additional patient adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).